Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the aligners did not help their teeth but caused damage to them that they did not have prior. Their teeth are more sensitive; gum line has receded. Not able to complete treatment due to this.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.